Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) has self check fail. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that onsite checking of the machine and physical overview was ok / no damage. The fse performed a pim test and the unit passed. All manifold, safety and functional tests were performed and the device passed. There was no failures discovered by the fse and the fse was unable to reproduce the failure. The unit was cleared for use.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (investigation conclusions).